Manufacturer narrative:
Device evaluated by MFR., eval summary, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with an unidentified stopcock attached to the hub. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 17mm longitudinal tear 3mm from the proximal balloon waist. During analysis by the cis technician, the balloon completely circumferentially tore 3mm from the proximal balloon waist. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3mm x 40mm x 146cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3mm x 40mm x 146cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.